Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The end user drove the power wheelchair into the wall and was not wearing the seat belt. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum," and "[t]o avoid serious injury or death: [a]lways use the seat belt."

Event description:
While operating the power wheelchair in her home, the end user backed into the wall and fell.